Event description:
Complainant alleged that during incoming inspection, the electrode CPR feedback was not working. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: the customer's report was duplicated and attributed to faulty electrode pads. The pads were scrapped after testing. The customer was sent a replacement set of pads. Analysis of reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements.

Event description:
Complainant alleged that during incoming inspction, the electrode pads were not working properly. There is no additional information at this time. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.